Event description:
Reporting status: death. Reporting rationale: the pt expired approx one year following implantation of the stents; relationship to the device is unk. Device issue: none. It was reported via a spirit trial that in 2007, four xience v stents were implanted in the pt. One was placed across a lesion in the distal left circumflex. Another was placed across a lesion in the first diagonal which led to an axial plaque shift proximal and distal to the stent requiring two additional stents as bailout. The pt was discharged the following day without any post-procedural adverse events. Asa and clopidogrel were part of the discharge medications. There were no reported adverse events on the 30 day follow up visit. In early 2008, the pt presented with dysphagia secondary to high grade lesion likely adenocarcinoma. The pt's condition worsened due to complete obstruction of the esophagus. An upper gi endoscopy with balloon dilatation was performed and a stent was placed across the esophagus. The pt was also treated for a left calf thrombophlebitis and was discharged on four days later, with a terminal diagnosis. On the following month, a pet scan showed esophageal carcinoma and colonic diverticulitis. On approx six months later, the investigator became aware of the pt's death after trying to contact him for a one year follow up visit. No additional event or pt info is available.

Manufacturer narrative:
The three add'l xience v devices are being filed under the same MFR number. Results and conclusion summation: product performance engineering reviewed the incident info. It was reported that the pt died approx one (1) year following stent implantation. No device issue was reported. Death is noted in the instructions for use (IFU), as a known adverse event associated with coronary stenting. This known pt effect is not necessarily an indication of a product quality issue. No device malfunction was noted at the time of the procedure. In this case, a conclusive root cause for the death, and the relationship to the device, if any, cannot be determined.